Event description:
The customer reported during a patient exposure, the sensor issued several communication related errors. Errors, e040300003, e040100004, followed by fatal error f040300051 "the ip addresses for the wireless and wired configurations have been reversed. Contact a service engineer. Check the ip address of the detector." The service engineer went on site and could not reproduce the problem. The customer had the problem occur again after the service engineer left. Patient had to be repeated image on another system to complete exam.

Manufacturer narrative:
(B)(4). Investigation is still in-progress. If additional information is received, a supplemental report will be submitted per 21 cfr 803.56. (B)(4).